Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the tip of the sharp planar passive probe was bent. No patient present.

Manufacturer narrative:
Additional information: although it appeared on the screen, it exceeded the acceptable range when attempting to verify. The sharp planar passive probe was returned to the manufacturer for analysis. Analysis found that the returned probe was well worn and all the color has faded from the probe. The tip was slightly bent, but with markers attached and fully seated the probe returned good geometry and divot error readings. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.